Manufacturer narrative:
Evaluation of the screw showed the distal threads have broken off. As reported, the surgeon did not use a starter, which is required in the IFU. This incident was previously not assessed within the timeframe allowed and is now being assessed as reportable. There were no patient injuries or complications as a result of the device failure.

Event description:
During use in surgery, the screw broke during insertion. Both of the broken pieces were retrieved from the patient. A second calaxo was used to complete the repair. Sales rep confirmed that the surgeon did not use a starter or tap prior to insertion of the screw. The graft was a hamstring graft and the tunnel was 9mm. A delay of fifteen minutes resulted. No pt injury or complications took place.